Event description:
It was reported that during a vena cava filter placement procedure, the filter was allegedly half in the sheath and half in the storage tube and could not be pushed forward normally. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Three photos and one video were provided and reviewed. The first photo shows the labeling which matches with the information available. The second photo shows the touhy-borst adapter and filter storage tube loaded together. The pusher catheter is seen inside, and the filter is seen partially outside the filter storage tube. The third photo shows the denali femoral filter partially outside the filter storage tube. The pusher catheter is seen inside. No other anomalies were noted. The video shows the health professional trying unsuccessfully to advance the filter from filter storage tube using the pusher catheter. The pusher wire is seen detached from the pusher catheter. No other anomalies were noted. Therefore, the investigation is confirmed for the reported failure to advance and identified detachment as pusher wire is seen detached from the pusher catheter and the filter could not be advanced. A definitive root cause for the reported advancement failure and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.